Event description:
Procedure: hepatectomy. Reportedly, the front edge of the device severed the vein before the vein was clipped. Minimal blood loss reported and another device was used to complete the procedure. The pt sex was not identified.